Manufacturer narrative:
Concomitant medical devices: 407658 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead is suspected to have dislodged while upgrading to a defibrillator device. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.